Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 293 mg/dl. The customer delivered a bolus with the pump to address bg level. The customer reported the cause of the high bg was not known. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.